Manufacturer narrative:
No deviation could be detected. There is the recommendation to check the accessories (navigating instruments). Another possibility could be an usage related deviation. The exact cause could not be determine. According the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a orthopilot. According to the complaint description there was a problem with the function of the orthopilot. The complaint is about misindication of the correct varus/valgus axis. The patient harm is currently unknown. Additional information was not provided. The malfunction is filed under aag reference (B)(4).